Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of vitrectomy stopped cutting during surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicated that the reported product was processed and released according to the reported product¿s acceptance criteria. Two photos attached to the parent complaint were reviewed by the investigation site. Photo 1 showed a handwriting paper in a foreign language. Photo 2 showed a pak label with same product and lot number as reported. The reported event cannot be confirmed on the photos attached. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint was unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported vitrectome probe stopped cutting, +/- 45 minute after the start of vitrectomy surgery. The procedure was completed after replacing with new pak. There was no patient harm.